Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with an hcgb value of 0.247 miu/ml. The sample was repeated twice, resulting with hcgb values of 369.8 miu/ml accompanied by a data flag and 365.3 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 308599. The reagent expiration date was asked for, but not provided. The provided calibration data and qc data was acceptable. Therefore, no reagent or instrument issue was evident. A photo of the patient sample showed bubbles/foam present on the sample surface. The investigation could not identify a product problem. The cause of the event could not be determined.